Event description:
The customer reported that recently purchased and installed oxygen (o2) sensor broke off at threads. Patient involvement is unknown. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4). No ventilator serial number available.